Manufacturer narrative:
It was reported to philips that the heartstart mrx defibrillator continued to analyze during a patient incident. The device did not stop analyzing, did not state "no shock advised", and would not go into any other mode. The patient had been electrocuted due to a construction accident. Another device was used upon arrival to the hospital. The patient did not survive. The customer stated that, due to injuries sustained from electric shock, the outcome would still be the same. The device was evaluated at the philips bench and the symptom could not be duplicated. The clinical event file was reviewed. The event was approximately 45 minutes long (from 12:33:12 pm to 1:18:36 pm). The device was powered on in AED mode with pads selected. Throughout the event, significant artifact was detected, some from what appeared consistent with CPR induced artifact. Ten ¿artifact detected¿ messages were noted between 00:01:01 and 00:13:49 and precipitate all six ¿cannot analyze¿ messages noted between 00:08:01 and 00:13:13. During the event, there were nine ¿no shock advised¿ messages and six ¿pads off¿ followed by ¿pads on¿ messages. A final ¿pads off¿ message was noted at 00:23:27 et. The remainder of the event displayed a dashed line. There was no indication that the users attempted to change modes. The message ¿cannot analyze¿ is displayed when the device cannot reliably monitor the ECG provided in wave sector 1. There is no information to support a malfunction occurred. Note that there are many factors that influence the acquisition and quality of an ECG signal, including brand/quality and placement of monitoring electrodes/pads, dry or dirty electrodes/pads, skin prep, patient temperature/tremors/movement or tensing, and poorly grounded instrument nearby (heartstart mrx instructions for use 453564307761, edition 2, page 149). No parts were replaced. The device passed all performance assurance tests and was returned to the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that the heartstart mrx defibrillator continued to analyze during a patient incident. The device did not stop analyzing, did not state "no shock advised", and would not go into any other mode. The patient had been electrocuted due to a construction accident. Another device was used upon arrival to the hospital. The patient did not survive. The customer stated that, due to injuries sustained from electric shock, the outcome would still be the same.